Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they placed a sensor on their belly and when they took it off, no electrode could be found. The customer¿s blood glucose level was 196 mg/dl. No further details were given. The product will not be returned for analysis.